Event description:
It was reported that a peritoneal dialysis (pd) patient was suspected to have acquired peritonitis. The cause of the suspected peritonitis event was not reported. It was not reported if the patient was hospitalized for this event. Treatment was not reported. It was unknown if the patient recovered from this event of suspected peritonitis. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).